Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics not provided.

Event description:
It was reported that the tip of the IV tubing set broke off inside the clave. There was no patient impact. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tip from the IV pump tubing broke off inside the clave. The rn disconnected and tried to place a new IV line that would not insert into the clave, a piece of the tubing broke off and stuck in the clave. Unsure if failure was with the line or the clave." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Revised b5-sentence about incomplete event date removed from b5.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tip from the IV pump tubing broke off inside the clave. The rn disconnected and tried to place a new IV line that would not insert into the clave, a piece of the tubing broke off and stuck in the clave. Unsure if failure was with the line or the clave. It was reported that the tip of the IV tubing broke off inside the clave. There was no patient impact.